Event description:
It was reported that a patient with a monofocal intraocular lens (iol) is experiencing floaters, flashers, and impaired vision in the right eye. The flashers and floaters were so bad one night the patient woke up from her sleep and went to the emergency room (ER) sometime on (B)(6) 2024. The doctor stated the optic nerve was fine, she is reading ok, and that her flashers should get better. On (B)(6), during a phone call conversation with a nurse, the nurse advised the patient to return to the ER. While in the ER, the doctor checked her eye pressure as it seemed higher than a previous time. The doctor requested she return to the ER the following day. The patient reported the flashers started in 2022 prior to her iol implant, however, the flashers got worse after her iol implant. The patient stated she had a history of floaters for about 10 years, the floaters went away, and recently came back. The patient indicated she is not driving anymore due to the flashers. The patient is not saying the lens caused the flashers and floaters, but both symptoms intensified after the iol implant. Her symptoms are a nuisance, but it has not stopped her from her daily activities, except for driving. The patient states she can see out her big window looking at store front letters just fine, but also reported impaired vision as it is hard to read computer work. Her doctor told her on (B)(6) 2024 eye exam, that she is seeing better and is 20/40 od. The patient mentioned in 2014, her ophthalmologist diagnosed her with glaucoma, diabetes, and macular degeneration (md). He was constantly checking her eye pressure and prescribed her eye drops because at one point her eye pressure measured at 36 mmhg. (Prior to iol implants). She was on eye drops for 1 year. Her eye pressure dropped to 21 mm hg. (Prior to iols). Then her doctor stated the eye pressure was good enough and took her off the drops and had her stop the eye drops. In 2021, her doctor told her she does not have glaucoma, just tiny cataracts and that her eye is crooked. She has had two doctors confirm she does not have glaucoma, diabetes, and md. She has not had any issues with glaucoma, diabetes, and md and has not been diagnosed with these conditions again. The patient reiterated she has not had any eye pressure issue since she has been off the eye drops. As of her last eye exam on (B)(6) 2024, the doctor told the patient her eye pressure is good, 16 mm hg. The patient reported her lens is working out and there are no plans to remove the iol at this time. The patient has not received any medical or surgical treatment. The patient has another eye appointment on (B)(6) 2024 to pick up two pairs of glasses, one for readers and another for distance. The patient indicated she is going to request from her doctor a referral to see a retina specialist to figure out what treatment options are available for flasher issue. The patient mentioned her doctor has not talked to her about any treatment plans for her flashers. All the doctor has said was her optic nerve is fine, her retina is intact, and she has some floaters. No further information was provided.

Manufacturer narrative:
Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the customer did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.